Event description:
A power on reset message was noted approx one month ago. The field rep suspected an unknown source of electro magnetic interference. The pt did not sue any device for therapeutic reasons that could produce electromagnetic interference. Additional info has been requested. A follow-up report will be submitted if additional info becomes available. Please see MFR report # 3004209178-2009-00331.